Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer from (B)(6) alleged non reproducible influenza a/b results when testing samples with cobas® sars-cov-2 & influenza a/b qualitative assay for use on the cobas® 6800/8800 systems. No discrepancies were reported with the sars-cov-2 target. No harm was alleged. A batch MDR is being submitted to represent all 8 samples using lot h14544. This will represent one event on a single device as per FDA guidance. The customer reported that 8 patient samples initially tested positive for influenza but retested negative. The samples were taken from the nasal cavity using roche pcr media and swabs. 7 of the patients retested negative using newly collected pharyngeal specimens which were transported to and examined at a prefectural health center with eiken's pcr method. In addition, another patient was retested at the japanese red cross wakayama medical center with a pcr test and was likewise negative. In total, 8 patient samples are alleged to be discrepant by the customer. Although requested, no patient information or test data was provided. Accordingly, a limited reagent investigation was completed which did not identify a product problem. Based on the investigation performed and the limited available information, there is no indication the product is not performing as intended. Although unknown, the non-reproducible results could be due to site or sample specific factors.

Manufacturer narrative:
The customer from (B)(6) alleged non reproducible influenza a/b results when testing samples with the cobas® sars-cov-2 & influenza a/b qualitative assay for use on the cobas® 6800/8800 systems. The customer alleged an unspecified number of wavering results with repeat testing for the influenza a and b targets over the course of several moths. Although requested, no further information regarding number of samples, patient outcomes or test data was provided. Later, the customer identified 8 patient samples that initially tested positive for influenza with the roche system but were negative when retested with new samples on different platforms. Although requested, no patient information or test data was provided for any of the alleged samples. Accordingly, a limited reagent investigation was completed which did not identify a product problem. Based on the investigation performed and the limited available information, there is no indication the product is not performing as intended. Although unknown, the non-reproducible results could be due to site or sample specific factors. (B)(4).